Manufacturer narrative:
The technician found a shorted wire on the siderail cable and signs of fluid ingress on the board. The technician replaced the (B) (4) cable and board to repair the bed.

Event description:
Information received indicates the functions are only working intermittently from the left intermediate siderail.